Manufacturer narrative:
Further investigation and conversation with user facility's, (B) (6)-director of critical care, determined that the injury sustained was a shoulder strain due to grabbing of the fowler during manual CPR release. The fowler originally could not be lowered electronically due to loss of battery backup. Medical intervention was unknown. The serial number could not be identified by the user facility.

Event description:
It was reported via ms (B) (6) director of critical care that in (B) (6) 2009, a caregiver was involved in a lateral transfer from the bed to the CT table and the battery backup went out and therefore, the bed could not be lowered electronically. The manual CPR release was pulled started to release and the caregiver grabbed the fowler section to slow the fowler during CPR release. A shoulder strain was incurred.